Event description:
Information was received from a patient who was receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the patient mentioned that they had "cerebral spinal fluid leak (csf) from the procedure causing spinal headache" that's why they had increased the bolus. The agent sent email to medtronic (mdt) representative for visibility. Additional information was received from a manufacturing representative. It was reported that the whether the csf and spinal headache resolved were unknown. The representative was not able to clarify the report of "from the procedure" and unknown whether there was a device issue, patient/therapy issue, procedure issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.